Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered an incorrect dosage due to customer incorrectly counting carbohydrates. Customer's blood glucose level was impacted (43 mg/dl). Customer indicated that blood glucose level would be corrected by consuming food. Customer declined any further follow-up.